Event description:
A report was received stating a ventilator experienced a faulty screen. Though requested, additional patient information was not obtained by the manufacturer. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and replaced a damaged graphic user interface (gui) to breath delivery (bd) cable.